Event description:
The customer reported that erratic thyroid stimulating hormone (tsh) results were generated on two unicel dxl800 access immunoassay systems for multiple same-patient samples on multiple days. This report is number two of two and represents the non-reproducible tsh results generated from unicel dxl800 access immunoassay system serial number (B)(4) on (B)(6) 2011. Data provided by the customer indicated the generation of one patient sample tsh result which was within normal reference range. The sample was recentrifuged and repeated on another instrument. The repeat tsh result from this second instrument was lower and within the normal reference range. The repeat result was accepted by the customer as valid. The tsh results were reported from the laboratory. It is unknown if these tsh results resulted in a death, serious injury or modification to patient treatment. The customer indicated that they had not received report of any change in treatment, and the doctor had not contacted them questioning the results. The customer indicated that they believed the issue to be preanalytical in nature and not an instrument issue. No additional patient information or sample collection/handling information was provided by the customer. No system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event on (B)(4) 2011. The field service engineer (fse) performed a visual assessment of the instrument. No issues were noted. The fse checked several instrument alignments and they were acceptable. The fse executed a system check and high sensitivity system check and both assessments met established specifications. A definitive root cause has not been determined to date for this event. Mdrs associated with this event are: 2122870-2011-02280, 2122870-2011-02281.